Manufacturer narrative:
This follow-up report is being filed to relay the revision date and the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00832-1 & 01566).

Event description:
It was reported patient underwent initial hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2003. Subsequently, it has been recommended that patient undergo a revision procedure. The reason for the revision recommendation is unknown. A revision procedure has not been reported to date.